Event description:
Gained (B)(4) which I can't lose. Went to doctor in (B)(6) 2012, for yearly and told him my moods were out of control. I feared for my husband's life. He drew blood and gave me a number to a psychologist ((B)(6) out of pocket) so he can tell my doctor what to prescribe me. I didn't go. I took a hormone supplement instead. The summer of 2012, I started getting numbness up and down my arms and legs which got worse as time went on. My cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period. I have bled from sex and from my vagina from a bowel movement. I started getting intense, stabbing pains on my left lower pelvic side during sex. I am having migraines at least 4 days a week, intense back pain, neck pain, and spine pain. I am tired all the time. I have no energy. I started getting muscle and joint pains about 2 months ago. My vision gets blurry, I have moments of depression, nausea, heartburn/chest pains, insomnia, very watery discharge, foul odor, extremely moody, brain fog, night sweats and hot flashes. When I have been working for a few hours my body gets stiff and hurts and I can't move. I also have spasms on my right lower pelvic side down the leg and my right pelvic bone hurts on and off. I used to be an active person, full of life and lately I have no life. First realized this was all essure related when I was bedridden with intense stabbing pain (pelvic area) in (B)(6) 2013, for no reason. Found essure problem page on (B)(4) and saw that there were over 1300 (at that time) with the same symptoms as me. Not a coincidence. I am having a hysterectomy on (B)(6) 2013, to get these foreign bodies removed from my body.